Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The iipv event was confirmed through an event history log review. The cause was one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. If additional relevant information is received, a follow-up report will be sent.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle four. The patient's ultrafiltration reading was 1474ml, indicating the home patient (hp) drained 1474ml more than their maximum programmed fill volume of 2000ml. No additional information is available.